Manufacturer narrative:
Additional information was received that the burning site was not at the pocket site or at the lead site.

Event description:
A report was received that the patient was experiencing burning sensation. The physician does not believed it to be device related. An injection was administered and the patient was doing well.

Event description:
A report was received that the patient was experiencing burning sensation. The physician does not believed it to be device related. An injection was administered and the patient was doing well.